Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator driver pcb was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system displayed an a/d channel 15 failure. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.